Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer reported that they were using a non covidien oxygen cell. The tse recommended using only a covidien oxygen cell and inspiratory electronics printed circuit board (pcb).

Event description:
It was reported that, during patient use, a ventilator generated an oxygen concentration alert. The patient was transferred to another ventilator without harm.